Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was alarming with low blood glucose alerts every night and was delivering basals at night. The customer¿s blood glucose level was 69 mg/dl at the time of the incident and 148 mg/dl at the time of the call. The customer believes the pump is over delivering. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.